Manufacturer narrative:
Additional information: product was returned. Visually confirmed approximately ~3mm of both instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow consistent with torsional overload condition.

Event description:
It was reported that during an unspecified spinal surgery, the tip of the driver broke off. No patient complications were reported.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.